Manufacturer narrative:
(B)(4). We received 2 used (approximately filled to a quarter) easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received samples were taken to a visual inspection. Damages or manufacturing faults were not detected at the samples. As-received condition the white clamps were closed. The original wing caps were not handed over by the customer, the patient connectors were closed with a red stopper. After opening the top caps and removing the closing cones, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cones of the patient connectors. In addition, the samples were filled up to the nominal volume (60 ml) with nacl 0.9% and a functional test respectively a leak test was carried out in a period of one hour. After opening the white clamps and waiting for a while the pumps worked (solution was running). Furthermore, we tested the flow rate of the samples. Nominal: 2 ml/h. Actual: sample 1: 2.2 ml in 1 h; 4.7 ml in 2 hrs; 7.1 ml in 3 hrs. Sample 2: 2.3 ml in 1 h; 4.5 ml in 2 hrs; 6.5 ml in 3 hrs. The flow rate of the samples are not in accordance with the specification. During the test of the flow rate we did not detect any leaks at the samples. The received samples are not within our specification. We have informed our manufacturer accordingly. Statement: received two pieces of used, quarterly filled easypump ii lt 60-30-s without original packaging. As received condition, clamp clip for both samples are closed and the original wing cap have been replaced with red closing cone. Big top cap for both samples are opened. Discofix cap is observed at the pump. No other deviation is observed. Analysis: complaint samples are checked for flow. Observed flow of solution. As the complaint samples are working, this complaint is considered as not justified. Justification: not justified as the complaint sample is working. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): stop of the infusion, 5fu: 1100 mg; dose administered pump 1: 10 gr; dose administered pump 2: 15 gr.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.